Event description:
It was reported that this left ventricular (lv) lead has exhibited a gradual increase in pace impedance measurements and is now greater than 2500 ohms, which is high out of range. In addition, there was no lv capture observed at an output of 4 volts in the lv ring to right ventricular (rv) lead configuration. The right atrial lead and rv lead thresholds were noted to be normal. Boston scientific technical services (ts) suggested to the healthcare provider (hcp) to test lv capture at maximum output and capture was lost at an output of 5.5 volts. Ts suggested performing an x-ray and to either replace or revise the lv lead because the current lv output will have a large impact on the battery longevity of the new device upon replacement. The current cardiac resynchronization therapy defibrillator (crt-d) device was noted to have recently reached explant indicator. The lv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead has exhibited a gradual increase in pace impedance measurements and is now greater than 2500 ohms, which is high out of range. In addition, there was no lv capture observed at an output of 4 volts in the lv ring to right ventricular (rv) lead configuration. The right atrial lead and rv lead thresholds were noted to be normal. Boston scientific technical services (ts) suggested to the healthcare provider (hcp) to test lv capture at maximum output and capture was lost at an output of 5.5 volts. Ts suggested performing an x-ray and to either replace or revise the lv lead because the current lv output will have a large impact on the battery longevity of the new device upon replacement. The current cardiac resynchronization therapy defibrillator (crt-d) device was noted to have recently reached explant indicator. The lv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the lv lead exhibited a fracture and associated high out of range pace impedance measurements greater than 3000 ohms in all vectors. The physician indicated that due to other clinical issues this patient has, they were not a candidate for lead extraction or lead addition and instead was brought in for a device replacement procedure. The lv lead was surgically abandoned at the same time as the crt-d device was explanted due to normal battery depletion and replaced with an implantable cardioverter defibrillator (ICD) device. No additional adverse patient effects were reported.